Manufacturer narrative:
Device evaluated by manufacturer- a visual and microscopic examination of the returned stent delivery system (sds) revealed stent damage. The struts on rows 1 to 3 from the proximal end of the stent were misaligned. The balloon and tip sections of the device were visually and microscopically examined and no damage was noted that could have contributed to the event. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen without resistance. Solidified blood was present within the entire length of the inflation lumen indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)- the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was further reported that the target lesion was 90% stenosed and the vessel was moderately tortuous.

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending artery (lad). After predilating the lesion with an unspecified device, a 16x2.50mm taxus liberte stent delivery system (sds) was advanced to the lesion but could not cross. After several attempts to cross the lesion, it was noted that there was damage on the distal end of the stent. The procedure was completed with a different device. No patient complications occurred and the patient's current condition is listed as "good".